Manufacturer narrative:
The original MDR date of (B)(6) 2018 was not correct. The correct date is (B)(6) 2018. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that several years after an intraocular lens (iol) was implanted, the lens has become opacified. The patient has complained about unclear vision. The surgeon gave corticosteroids as treatment and the patient states it has helped the vision. Additional information has been requested.